Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient tried to change out their system controller and panicked when the patient¿s speed dropped to the low speed limit. The cause of the events was identified as most likely dehydration. The patient remained asymptomatic. Fluids were encouraged and the patient's labs were checked. No equipment will be replaced at this time and the patient is at home doing fine. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log files confirmed events that appear consistent with the reported controller exchange on (B)(6) 2020. The center reported that the patient panicked when the speed dropped to the low speed limit and performed a controller exchange on their own. The submitted log files also confirmed speed drops that were associated with frequent pi events, which the center attributed to likely dehydration. All low speed events and pump stops appeared to be associated with the controller exchange, and the pump speed did not drop below the low speed limit while the driveline was connected. A direct correlation between the log file findings, reported dehydration and bleeding, and heartmate 3 lvas could not be conclusively established through this evaluation. The center submitted system controller event log files from controller serial numbers (B)(6) and . The controller event file from (B)(6) contains relevant data from 19:05:54 through 19:20:14 on (B)(6) 2020. Pump support from this controller appeared to be initialized at approximately 19:06:26. The pump speed did not drop below the low speed limit from this time through 19:09:32, when the driveline was disconnected again. These events appear consistent with the reported event that the patient attempted a controller exchange on (B)(6) 2020. The controller event file from (B)(6) contains data from 01:36:05 through 08:15:10 on (B)(6) 2020. The file captured multiple speed drops; however, the pump speed did not drop below the low speed limit for the duration of the file. All speed drops appeared to be associated with pi events. A specific cause for the pi events could not be conclusively determined through this evaluation. No atypical alarms were captured in this file. The system appeared to be operating as intended. Given the fact that the earliest recorded data from (B)(6) controller event log file was from (B)(6) 2020, a specific duration of time for which the pump was off during the switch from (B)(6) to (B)(6) could not be determined through this evaluation. For the same reason, a specific duration of time for which the pump was off during the switch back to (B)(6) could also not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Finally, the IFU states that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. No further information was provided. The manufacturer is closing the file on this event.